Event description:
It was reported that during a lapaoscopic partial nephrectomy procedure, the surgeon was trying to remove the bag with the specimen in it through the fascia/abdomen. A bovie was being used to increase the size of the site to remove the specimen while the bag was being pulled on for removal. The bottom of the bag broke and the specimen remained within the abdominal wall layers and was removed with snaps. The area was flushed and suctioned. Surgeon mentioned the patient had a very thick and strong fascial layer. Procedure was completed with same like product. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: was the pouch just torn? No. Pouch worked for a while containing the specimen, after pulling on it and trying to get it out of the abdomen the pouch burst at the bottom. Or was there a loss of material from the pouch? No. Did any part of the pouch fall into the patient? No. If a part of pouch fell into patient, was pouch component retrieved? No. If component of device fell into patient, is this component being sent back for analysis with rest of device? N/a. If a component of device is not being returned for analysis, please provide rational for not returning. N/a. Is it the surgeon's normal operating procedure to increase the size of incision to remove pouch containing specimen? Yes. Normally dependent on the size of the specimen. The tissue being retrieved from the abdomen was a tumor from the kidney (partial nephrectomy) -the tissue didn't fall right back down into the abdomen but was sitting within the fascia layers and was retrieved with a pair of snaps.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the pouch found that only the bag was received for analysis. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. See pictures. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site if the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch record was reviewed and no anomalies were noted during the manufacturing process.